Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that the cadd cassette reservoir exhibited leaking. The observation was noted during preparation of the cassette. There was no patient involvement.

Manufacturer narrative:
Device evaluation: one smiths medical cadd cassette reservoir was returned for analysis in a used condition. Visual inspection found that the cadd cassette reservoir had normal condition of illumination and no discrepancies were detected. During functional testing, no evidence of leak was detected. In addition, the bag loading operation in the cassette line was reviewed, and no discrepancies were found. Based on the evidence, the complaint was not confirmed, and no fault was found.

Manufacturer narrative:
Cadd cassette reservoirs was returned for analysis. The returned sample consist of three products of p/n 21-7002-24; the samples were received in used conditions without its original packaging. Two additional were received from p/n 21-7302-24 l/n 3619842, the samples were received in used conditions without its original packaging inside in a plastic bag. The samples were visually inspected, at a distance of 12" to 24" and normal conditions of illumination and no discrepancies were detected. Functional tests were performed by using a syringe to infuse water into the ay bag and leakage was detected in a sample from l/n 3619842, confirmed that the leak came from the pump tube. According to the investigation ff the five samples received, only five samples were tested due to the confirmation of reported failure mode. The customer's reported problem was confirmed. According to the investigation, the most probable root cause is the pump tube was damage during assembly process, and due to a worn tool, that had sharp edges used to removed foreign material. The investigation reported that the problem source of the reported problem was manufacturing.